Event description:
During in house service at the manufacturing facility it was reported that the hinge is broken and the lid was detached. There was no patient involvement, no adverse consequences, no medical intervention and no delays.

Event description:
During in house service at the manufacturing facility, it was reported that the hinge is broken and the lid was detached. There was no patient involvement, no adverse consequences, no medical intervention and no delays.